Event description:
It was reported that a device was used during an anterior resection. It was reported by the affiliate that when the surgeon fired the device, the inner staples were missing. The case was completed with hand suture. There were no consequences to the patient.